Event description:
Heparin was prescribed for infusion at a rate of 23 ml/hr utilizing channel #1 of a baxter flo-gard 6301 IV pump with (B) (4) in the emergency department. Patient was transferred to the iccu thirty minutes after the heparin was started, and it was then noticed that the entire bag of heparin had been infused. Nursing staff began intervention and successful reversal of the medication delivery error. IV pump and medication set was sequestered and turned over to biomedical engineering. Initial visual inspection determined that the pump head door assembly back plate and springs are missing. This enabled the free flow of the heparin when the door was latched closed.